Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to recurrent allergic reaction to multiple sensors on unknown date (friday) with unknown blood glucose value. Reportedly, she had red bumps with a yellow fluid under the sensor (not the oval tape) that takes about 3 weeks to go away. Site of insertion became nickel size red area with discharge, itchy and uncomfortable. They said to try benadryl to treat the issue. The customer was wearing the insulin pump during the hospitalization. The alleged device is not expected to be returned for analysis.